Manufacturer narrative:
Technician found that the trendelenburg head right release cable was broken. The technician replaced the trendelenburg head right release cable to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the stretcher had no trendelenburg functions. No patient impact.